Manufacturer narrative:
Patient weight is not available for reporting. Patient identifier, age, and gender previously reported although description stated no patient involvement. Event did involve a patient. It is not known if device was implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that an unusual breakage of a locking compression (lcp) reconstruction plate occurred. No information about patient status. No further information was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Conclusion: no product fault could be detected. The lcp reconstruction plate was manufactured with a lot size of (B)(4) pieces in november 2016 and we are not aware of any other complaint for this article - and lot number. If additional information is made available or the broken plate were returned, the investigation will be updated as applicable. Based on the complaint description, without product, the root cause could not be defined and no investigation or disposition is possible due to the missing material. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional information, date of implant/explant. Corrected data: UDI. 510k. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The original surgery took place on (B)(6) 2017. The patient was treated with a new plate in revision surgery, which took place on (B)(6) 2017.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Implant and explant dates: device malfunctioned with no patient involvement, was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Initial reporter's phone number: (B)(6). Device history records review was conducted. The report indicates that the: part: 445.081 lot: l182826, manufacturing location: (B)(4), manufacturing date: 10. Nov. 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: bfarm case:(B)(4) it was reported that an unusual breakage of a locking compression (lcp) reconstruction plate occurred. No I patient involvement. No further information was reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).